Manufacturer narrative:
Cpi event summary sent to pmi on 6/8/98 states, "this was an isolated incident and there was no urgency. There have been no inappropriate shocks and there is no plan to go invasively until battery status "eri" is reached. The phrase symptomatic was ill used. What happened during the impedence test was the patient felt a tingling (slight stimualtion) in the pocket area and she physically pushed the wand away. She was not symptomatic from lack of pacing/non capture."

Event description:
Cpi received info that pt with an implantable cardiac defibrillator and lead system became symptomatic during the diagnostic impedance test. This test was performed in a controlled clinic setting. The pacing impedance test is performed at 10 volts. Thresholds are adequate and produce no stimulation. Unable to complete follow-up test. Discussed, cannot rule out lead involvement.